Event description:
A report was received that the patients midline incision site opened up and the wire was exposed. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had an infection at the midline incision site. The physician believed that the infection was not device or procedure related and cause was unknown. The patient was placed on antibiotics. The patient underwent another implant procedure and currently doing well.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is only further relevant information from that review, a supplemented medwatch will be filed.

Event description:
A report was received that the patients midline incision site opened up and the wire was exposed. The patient underwent an explant procedure.